Event description:
The ICD was found to have abnormal sensing with no change in pacing lead impedance or pacing threshold. Intra-operative tests indicated that the lead electrical characteristics were within normal limits.